Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report condition of drawer not opening was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse found drawers 5 and 6 not working, and corrected the issue by replacing drawer control circuit board. The repair was tested in hardware test application. During dchu visual inspection: p/n 151730-21: signs of thermal damage on component u501 were observed. During dchu testing: p/n 151730-21: no further laboratory tests were required for the pcba pmc pyxis mini fw1-12 due to the visible damage observed in the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the drawer not opening issue was identified as a malfunction of the pcba pmc pyxis mini fw1-12, due to the thermal damage on the component u501 resulting from an electrical failure.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer failed to open. As per part investigation, it was determined that there was thermal damage observed on the pcba pmc pyxis mini fw1-12. There were no delay, no adverse events or injuries reported based on this event.